Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf). Undersensing was noted due to the morphology of the vf, led to inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed possible programming modification options. No adverse patient effects were reported. This product remains in service.